Event description:
Customer reported set was primed without difficulty and once hooked to the patient's IV catheter, blood started to leak out of the smartsite valve. Customer inspected the set and did not identify any abnormalities in the valve. Extension set was replaced with no patient harm. No further patient/event information was provided.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. Customer reported the set was discarded at the facility. The lot number was identified. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot number and failure mode reported.